Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "IV pump infusing IV fluids and medications with three channels on an IV pole - when nurse touched the side of the pump to move the pole a foot, all channels became disconnected and error codes came up on pump." There was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "IV pump infusing IV fluids and medications with three channels on an IV pole - when nurse touched the side of the pump to move the pole a foot, all channels became disconnected and error codes came up on pump." There was no information on patient impact.

Manufacturer narrative:
Correction : describe event or problem, other occupation, report source, report source other, imdrf annex e and f codes.

Event description:
A report was received from health canada's canada vigilance program which states, "IV pump infusing IV fluids and medications with three channels on an IV pole - when nurse touched the side of the pump to move the pole a foot, all channels became disconnected and error codes came up on pump." There was patient involvement but no harm.